Event description:
Pump failed to switch to kvo rate at end of programmed infusion. Instead it generated an audible and visual malfunction alarm and displayed fail code 2156.we had previously modified this pump and the rest of our infusion pumps operation, per the manufacturer's recommendation to disable an option which could, under certain circumstances, induce the code 2156 malfunction. This pump had the modification, but still malfunctioned.it was determined that if the operator first programs a primary infusion, then enters the piggyback mode and exits without programming a piggyback infusion, a malfunction will occur when the pump completes the primary infusion program. This is what occurred in our event. It is a different sequence of operations than what was previously identified to induce a code 2156 malfunction.pump remains in use, as the problem identified is common to our entire inventory of this model.======================manufacturer response for infusion pump, infusomat space (per site reporter).======================event logs from the pump were transmitted to the MFR. MFR promised to investigate.